Event description:
Patient returned for mammogram, however, the right craniocaudal image from two years earlier is unable to be electronically retrieved for comparison.one of the patients mammogram images failed to store correctly in our pacs system. It is unretrieveable.